Manufacturer narrative:
Upon further investigation, the following has been reported: this unit does not provide therapy to anyone; the unit location is a training facility (community college). Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit's screen works intermittently and recently the touchscreen is not doing anything and calibration is failing. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.